Manufacturer narrative:
(B)(4). The facility's policy does not allow them to send items contaminated with hazardous waste through the mail, so the tubing was not saved. The customer complaint of set leaked from filter could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was no identified.

Event description:
Customer reported the set leaked at the filter during a 24 hour infusion of etoposide. The chemo medication leaked onto bedding, furniture, and pt gown. Chemo spill precautions were initiated. There was no pt or staff harm reported and no medical intervention was required. Although requested, no add'l pt or event details were provided by the customer.